Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped during surgery, without further notice. Batteries changed and no effect.